Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2000 ohms on the right ventricular channel. A lead fracture was suspected but could not be confirmed via x-rays. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection confirmed the header was firmly attached to the device casing and there were no holes in noted in the seal plugs. The setscrews moved freely and pin gage measurements passed testing. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2000 ohms on the right ventricular channel. A lead fracture was suspected but could not be confirmed via x-rays. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.